Event description:
It was reported that the user received an occlusion alert on the ilet while using a steel cannula infusion set and reusing an insulin cartridge with a reported blood glucose of 254 mg/dl; the agent guided the user to disconnect from the anchor, perform a fill tubing only sequence until drops were observed, then reconnect and resume insulin delivery, after which the occlusion alert cleared. Additional support was provided that included remote troubleshooting, education on using new cartridges and supplies. Investigation of this case revealed an occlusion alarm that resolved after re-priming and reconnection, with user practice of cartridge reuse identified as a potential contributor, and no device malfunction confirmed. No clinical symptoms associated with hyperglycemia reported. Outcomes included continued ilet use for automated correction dosing without medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.